Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: examination of the returned device confirmed the reported event of the stem inserter shaft being bent. The overall condition of the device suggests heavy usage. A complaint database search identified similar reports against the provided product code, with the root cause being attributed to misuse and/or heavy usage. The root cause is attributed to misuse. Based on the root cause of misuse, the need for corrective action is not needed. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Found capturing inserter in sterile processing with a bent threaded shaft.